Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: pump error 68 alarm on 08/26/2024 at 18:35:04.000, 18:45:21.000 and 22:04:03.000 pump error 49 alarm on 08/26/2024 at 18:35:05.000,18:35:16.000, 18:45:21.000, 18:45:29.000, 18:45:29.000 and 22:04:03.000. Pump error 23 alarm on 08/26/2024 at 18:35:31.000, 18:45:39.000, 22:01:04.000 and 22:05:25.000, pump error 75 alarm on 08/26/2024 at 18:44:39.000 and 18:50:36.000, pump error 25 alarm on 08/26/2024 at 22:00:00.000. The pump passed the displacement and active current test however, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor and force sensor and the internal battery connector connected properly on j6 pcba 1. Swapping out test internal battery confirms pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement is isolated to internal battery. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing and pump error 25 alarm found in the pump history, problem isolated to the internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75(power supply test failed during self-test), pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1896ja. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1896ja was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.